Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the display screen was dim, faded, and discolored. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/07/2015 with the following findings: during investigation, the pump was powered on and the display was found to be discolored.